Event description:
It was reported to kendall in 2001 that a customer sent a feedback card to the distributor that "one of the needles broke off in my leg. I was able to remove it. No injury or infection as of yet." Distributor called customer for more info - "customer had drawn up insulin and injected the needle into right thigh. Halfway through the injection the needle broke off. Pt did get the needle out of thigh with no problem. A small red bump was left at the site. Pt did not seek medical attention from physician. No complications with leg. Incident happened over a month ago, so no syringes left from box to get back."